Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level in the 200s mg/dl and the cause was not known. It was thought that the infusion set site had "failed" and was changed 3 times. However, no specific damage was reported. A bolus via the pump was delivered and the high bg was resolved. As the event had been resolved, tandem technical support advised the customer to discuss the high bg with a healthcare provider.